Event description:
It was reported that the handpiece continued to run on its own while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was failed ebox motor controller, which was replaced along with other components.